Event description:
It was reported that the pump alarmed no cassette loaded. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. A pry mark was observed on the top of the housing. Event history log review confirmed 32 alarms related to the complaint. Simulated use was able to replicate the reported complaint. A double beep alarm occurred after the device was powered up with a cassette attached. There was no alarm after removal of the cassette. The root cause of the issue is unknown. Actions were taken to mitigate the reported issue: the uso sensor was replaced.